Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 1500 mg/dl at the time of hospitalization. The reservoir will not be returned for analysis.